Event description:
It was reported the patient presented to hospital after receiving inappropriate high voltage therapy due to oversensing of noise. No surgical intervention is planned. Lead will remain in place and be used for pacing only and tachycardia therapy will remain off. Patient was stable after event.

Event description:
New information notes that during a subsequent follow-up, some noise was still present on the lead. Programming changes were made. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.